Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. The battery pack was ordered, and service has been scheduled. No further problems are anticipated once replacement is made.

Event description:
It was reported that the system 9600's main batteries need to be replaced. There was no adverse patient involvement reported. There was no patient information reported.